Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.

Event description:
The customer reported that she could see blood inside both the pod and cannula as well as near the adhesive. The pod was worn for nearly 24 hours, during which time she experienced consistently high bgs (266-greater than 500 mg/dl). Multiple correction boluses were administered via the pod and manual needle injection, but her bg levels remained high. The pod was deactivated and will be returned for evaluation.